Event description:
Per legal court file: attorney alleges that the patient was implanted with the bard/davol ventralex mesh and non-bard/davol meshes, collectively known as "mesh products". On or about (B)(6)2006, patient underwent an inguinal hernia repair with implant of a non-bard/davol mesh. On or about (B)(6) 2007, patient underwent revision surgery of failed non-bard/davol mesh with the implant of a ventralex mesh. On or about (B)(6) 2011, patient underwent revision surgery due to failed ventralex mesh. Attorney alleges that as a result of being implanted with non-bard/davol mesh and ventralex mesh patient experienced chronic pain, inflammation, hernia recurrence, adhesions, adhesions to the small intestine, small bowel plastered to mesh and multiple revision surgeries. Attorney alleges that the ventralex mesh implanted in patient failed to reasonable perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain, hernia recurrence, adhesions, inflammation and subsequent surgery for mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, adhesions, and inflammation as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : not returned.

Event description:
Per legal court file: attorney alleges that the patient was implanted with the bard/davol ventralex mesh and non-bard/davol meshes, collectively known as "mesh products". On or about (B)(6) 2006, patient underwent an inguinal hernia repair with implant of a non-bard/davol mesh. On or about (B)(6) 2007, patient underwent revision surgery of failed non-bard/davol mesh with the implant of a ventralex mesh. On or about (B)(6) 2011, patient underwent revision surgery due to failed ventralex mesh. Attorney alleges that as a result of being implanted with non-bard/davol mesh and ventralex mesh patient experienced chronic pain, inflammation, hernia recurrence, adhesions, adhesions to the small intestine, small bowel plastered to mesh and multiple revision surgeries. Attorney alleges that the ventralex mesh implanted in patient failed to reasonable perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of bard ventralex patch. Per operative notes, ¿hernia sac was dissected. Bard ventralex patch was placed and secure it with suture.¿ (B)(6) 2011 - patient was diagnosed with chronic diverticulosis, adhesions thereby underwent open repair with open lower anterior resection. (B)(6) 2012 - patient was diagnosed with incisional hernia, adhesion thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿hernia sac was dissected out. Adhesions were taken down. A synthetic mesh was placed and secure it with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain, hernia recurrence, adhesions, inflammation and subsequent surgery for mesh explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, adhesions, and inflammation as possible complications. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.